Event description:
Customer reported on a bravo ph capsule that failed to attach. The dr went back with a scope to verify the attachment of the capsule. Examination revealed that the capsule was lying near the trach and not attached to the esophagus. The dr proceeded to remove the capsule with a roth net. The patient was not injured following the procedure.